Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a hard time getting his implant recharged. They are unable to get any coupling boxes and have been trying all morning to get the coupling boxes shaded in. During the call with patient services, they were getting the 8 coupling boxes shaded in. Caller mentioned that they have always had difficulty getting the coupling boxes shaded in. Patient was redirected to their healthcare provider. No symptoms were reported.